Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported on the third day following a combined cataract removal, intraocular lens implant and glaucoma filtration device (gfd) implant procedure, the patient developed hypotony (less than 5 mmhg of intraocular pressure). One month later, the patient developed ocular hypertension. A needling procedure was performed. Approximately two months later, the ocular hypertension continues and the patient was treated with an eye massage. Two years later, the gfd is removed from the eye.

Manufacturer narrative:
Evaluation summary: the sample was not returned for analysis. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The condition of the product could not be verified and the root cause could not be determined. (B)(4).

Event description:
Additional information was provided by the ophthalmologist, who reported that the patient is recovering. A trabeculectomy was required. According to the surgeon, the causal relationship between the event and a product malfunction is unlikely. Since the iop control was poor, further iop reduction was considered necessary.